Manufacturer narrative:
B5 and b7 have been updated with additional information regarding event details and patient history. G3: e7116 axios won drainage ide study. H6: device code 2423 captures the reportable event of stent obstruction within device. Patient code 1685 captures the reportable event of patient right upper quadrant pain. Patient code 3191 captures the required reintervention and necrosectomy. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. H10: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during an axios stent placement procedure performed on (B)(6) 2019. Reportedly, patency and drainage was visualized at the time of stent placement. The stent was placed as part of the e7116 axios won drainage ide clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2019. The patient's baseline won symptoms were taken on (B)(6) 2019, and included abdominal pain, fever, leukocytosis, failure to thrive or deterioration of overall health score, and weight loss. According to the complainant, the patient was hospitalized on (B)(6) 2019 with right upper quadrant pain. On (B)(6) 2019, the patient's won symptoms included abdominal pain, leukocytosis, failure to thrive or deterioration of overall health score, weight loss, and chronic nausea. A reintervention/necrosectomy and stent removal procedure was performed on (B)(6) 2019, and a blood clot was found to have formed in the stent cavity. A very brief necrosectomy was performed with irrigation and suctioning to remove debris and clot material. An MRI was performed, drainage through the stent was visualized, and patency was confirmed. Resolution of the won was confirmed, and the stent was removed. The event was reported to be resolved. Additional information received on 21mar2019. The patient was discharged from the hospital on (B)(6) 2019. Additional information received on 05apr2019. The won symptom of chronic nausea noted on (B)(6) 2019 was determined to be a symptom of the patient's underlying chronic pancreatitis and not related to the stent or the stent placement procedure. The patient was admitted to the hospital on (B)(6) 2019 after presenting with nausea, vomiting, and coffee ground emesis. The patient was noted to have a hemoglobin level in the 4 1/2 range and a wide blood urea nitrogen (bun) to creatinine ratio, consistent with an upper gastrointestinal (gi) bleed. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2019 showed gastritis and duodenitis but no clear source of bleeding. There was evidence of a prior cystgastrostomy with stent in the lesser curvature of the stomach. In the upper body of the stomach, there was friable gastric mucosa with snake-like skin appearance, indicative of portal hypertensive changes in a few focal areas. There was no evidence of active bleeding; however, there were a few pigment spots, indicative of vessels with prior bleeding. Biopsies were taken from the stomach to assess other possible causes for bleeding, and there was persistent oozing from the sites where the biopsies were performed. The oozing was treated with epinephrine injection and argon plasma coagulation (apc) cauterization. An egd performed on (B)(6) 2019 showed a source of bleeding likely from the cystgastrostomy site. The egd revealed a clot stemming from the cystgastrostomy area and old blood in the stomach. Malignancy was not proven but was highly suspected. The patient was transfused a total of (B)(4) units of blood during hospitalization, and the patient's hemoglobin and hematocrit stabilized. It is believed that the won had resolved causing the cavity wall to collapse on the stent which led to the bleeding. The blood loss with anemia contributed to the reported blood clot in the stent cavity.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during an axios stent placement procedure performed on (B)(6) 2019. Reportedly, patency and drainage was visualized at the time of stent placement. The stent was placed as part of the e7116 axios won drainage ide clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2019. The patient's baseline won symptoms were taken on (B)(6) 2019, and included abdominal pain, fever, leukocytosis, failure to thrive or deterioration of overall health score, and weight loss. According to the complainant, the patient was hospitalized on (B)(6) 2019 with right upper quadrant pain. On (B)(6) 2019, the patient's won symptoms included abdominal pain, leukocytosis, failure to thrive or deterioration of overall health score, weight loss, and chronic nausea. A reintervention/necrosectomy and stent removal procedure was performed on (B)(6) 2019, and a blood clot was found to have formed in the stent cavity. A very brief necrosectomy was performed with irrigation and suctioning to remove debris and clot material. An MRI was performed, drainage through the stent was visualized, and patency was confirmed. Resolution of the won was confirmed, and the stent was removed. The event was reported to be resolved. Additional information received on 21mar2019. The patient was discharged from the hospital on (B)(6) 2019 additional information received on 05apr2019. The won symptom of chronic nausea noted on (B)(6) 2019 was determined to be a symptom of the patient's underlying chronic pancreatitis and not related to the stent or the stent placement procedure. The patient was admitted to the hospital on (B)(6) 2019 after presenting with nausea, vomiting, and coffee ground emesis. The patient was noted to have a hemoglobin level in the 4 1/2 range and a wide blood urea nitrogen (bun) to creatinine ratio, consistent with an upper gastrointestinal (gi) bleed. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2019 showed gastritis and duodenitis but no clear source of bleeding. There was evidence of a prior cystgastrostomy with stent in the lesser curvature of the stomach. In the upper body of the stomach, there was friable gastric mucosa with snake-like skin appearance, indicative of portal hypertensive changes in a few focal areas. There was no evidence of active bleeding; however, there were a few pigment spots, indicative of vessels with prior bleeding. Biopsies were taken from the stomach to assess other possible causes for bleeding, and there was persistent oozing from the sites where the biopsies were performed. The oozing was treated with epinephrine injection and argon plasma coagulation (apc) cauterization. An egd performed on (B)(6) 2019 showed a source of bleeding likely from the cystgastrostomy site. The egd revealed a clot stemming from the cystgastrostomy area and old blood in the stomach. Malignancy was not proven but was highly suspected. The patient was transfused a total of 12 units of blood during hospitalization, and the patient's hemoglobin and hematocrit stabilized. It is believed that the won had resolved causing the cavity wall to collapse on the stent which led to the bleeding. The blood loss with anemia contributed to the reported blood clot in the stent cavity. Additional information received on 19apr2019. Reportedly, the blood loss with anemia and the right upper quadrant pain were symptoms of the upper gi bleed.

Manufacturer narrative:
B5 has been updated with additional information regarding event details. G3: e7116 axios won drainage ide study. H6: device code 2423 captures the reportable event of stent obstruction within device. Patient code 1685 captures the reportable event of patient right upper quadrant pain. Patient code 3191 captures the required reintervention and necrosectomy. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. H10: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
Report source: (B)(6) study. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during an axios stent placement procedure performed on (B)(6) 2019. Reportedly, patency and drainage was visualized at the time of stent placement. The stent was placed as part of the (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2019. The patient's baseline won symptoms were taken on (B)(6) 2019, and included abdominal pain, fever, leukocytosis, failure to thrive or deterioration of overall health score, and weight loss. According to the complainant, the patient was hospitalized on february 3, 2019 with right upper quadrant pain. On (B)(6) 2019, the patient's won symptoms included abdominal pain, leukocytosis, failure to thrive or deterioration of overall health score, weight loss, and chronic nausea. A reintervention/ necrosectomy and stent removal procedure was performed on (B)(6) 2019, and a blood clot was found to have formed in the stent cavity. A very brief necrosectomy was performed with irrigation and suctioning to remove debris and clot material. An MRI was performed, drainage through the stent was visualized, and patency was confirmed. Resolution of the won was confirmed, and the stent was removed. The event was reported to be resolved.